Event description:
It was reported that during a prerectal resection procedure, the device fired malformed staples causing a small tear in the rectum. The tissue was overswwn and the case completed without patient consequence.